Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of air. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Correction to date of birth: the date of birth for this patient is (B)(6) 1948 (not the previously reported (B)(6) 1948). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that during therapy on the homechoice (hc) device, the home patient (hp) had air in the patient line. This occurred during dwell 4 of 4. The hp explained that they disconnected during the dwell, but did not cap off the patient line. The hp did reconnect and then realized that the solution bags were empty. The technical service representative (tsr) explained to the hp how to properly disconnect. The tsr advised the hp to end the therapy. The hp was going to do therapy manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.